Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the unexpected increase has not been determined. Rep had recommended turning adaptive stim off to try and isolate the issue, but the patient did not want to turn it off, therefore, no action was taken.  Rep did however give the patient a new program c1 with adaptive stim. The issue of stimulation increasing unexpectedly was not resolved. It has increased while the patient was lying on his left side and curled his legs up. The patients weight at the time of the event was (B)(6). All the information has been provided to the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the adaptive stimulation (as) was enabled and the patient was experiencing unexpected increases in stimulation to levels above programming, multiple times when lying on their left side or sitting upright. The rep said the setting should be 7ma but was increasing to 12.6 or 12.7ma. The rep confirmed via as overview that the highest programmed intensity was 8ma. The patient told the rep that they specifically noticed this when lying on their left side for a long period of time, then they curled their legs up and saw the increase on the controller; the patient did not check the position on the controller when this occurred. The rep confirmed as was enabled, the programmed intensities were correct for all as positions and positional changes were being recognized by the ins, controller and tablet. Technical services reviewed as intensity programming and overview screen. The rep reduced the intensity to zero for the upright position and will request the patient to check position on the controller if this occurs again. The rep had to end the call abruptly when the physician stepped into the room. No symptoms were reported. No further complications were re ported/anticipated.